Event description:
Reporter states, when the outer package seal was pulled back, for the sterile nurse to take the inner package, the tyvek lid was stuck to the outer package seal. The inner package bounced out and fell to the floor. An alternate patella was available to complete the surgery. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Evaluation could not be performed. The packaging for this patellar component was not returned, so that a evaluation of the seal complaint is not possible.